Event description:
It was reported that during a scheduled review of remote home monitoring data for the patient, messages were observed that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Review of the lead trend data noted that measurements have varied from 460 ohms to greater than 2,000 ohms for approximately 1 year. The information was provided to the following clinic and no further assistance was requested. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a scheduled review of remote home monitoring data for the patient, messages were observed that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Review of the lead trend data noted that measurements have varied from 460 ohms to greater than 2,000 ohms for approximately 1 year. The information was provided to the following clinic and no further assistance was requested. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that additional information was later received that this crt-d and non-boston scientific ra lead exhibited a brief period of oversensing of noise and continued high out of range pacing impedance measurements greater than 2,000 ohms. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a scheduled review of remote home monitoring data for the patient, messages were observed that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Review of the lead trend data noted that measurements have varied from 460 ohms to greater than 2,000 ohms for approximately 1 year. The information was provided to the following clinic and no further assistance was requested. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.